Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure it was noted the patient experienced occlusion of the subclavian vein. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.